Event description:
A customer contacted biomérieux to report a performance problem with an external quality control instand eqas test in association with nuclisens® magnetic silica 348t. The customer reported that the (B)(6) quantification test results for the instand eqas test were incorrect. The customer stated they used the nuclisens® magnetic silica with the cobas® taqman (B)(6) test kit. Testing included: input volume: 500ul + 2ml lyse, silcia diluted: 100ul, volume eluate: 55ul, generic protocol. The customer stated the same nuclisens® magnetic silica lot was used when testing patient samples including an internal control and performed without issue. There was no patient involvement as issue involves an external quality control instand eqas test. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: testing was completed to extract (B)(6) spiked plasma on easymag (with different lots of ref 280133) and on qiasymphony and magnapure. The quantification results obtained using all three extraction methods were found to be equivalent. Therefore, we were not able to reproduce the issue observed by the customer. It should be noted that the way the extraction was performed on easymag will impact the quantification results. Biomérieux recommends the following extraction protocol in order to increase the performances of the extraction on easymag: (B)(6) plasma extraction protocol: dispense 5 ul of pk at 20 mg/ml in the easymag vessel. Add 200 ul of blood and mix with p200 pipet (mix by pipeting). Add 200 ul of lysis buffer and mix with p200 pipet (mix by pipeting). Incubate 10 minutes at room temperature (25°c). Start run (spec. B, on-board lysis, elution: 50 ul) the easymag dispense 2 ml of lysis buffer. Add/mix 50 ul of silica (20 mg/ml) (biohit multi-pipette prog 3). Continue the easymag run. Root cause : the easymag extraction protocol used by the customer is not the good one for this application.